Manufacturer narrative:
As no further information is expected our investigation is complete. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system explant due to infection. There was no report of adverse patient due to the explant procedure.